Manufacturer narrative:
12/13/96 - supplemental report #1 submitted to FDA. Additional data entered in d7 and d8. Corrective data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the manufacturer for evaluation.

Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hospital reported no patient injury occurred.